Event description:
Echocardiogram performed one month post-triple valve replacement demonstrated mitral valve leakage with a peak gradient of 14 mmhg, a peak aortic valve (ag-224) gradient of 100 mmhg. The valve was explanted an unknown period of time postoperatively.